Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and esc buttons dome switch and unlocked lcd connector. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, missing end cap sticker and minor scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had an unresponsive keypad. The customer does not recall the blood glucose level at the time of the incident. The insulin pump is returning for analysis.